Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed by customer reported using a manual insulin injection. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.

Event description:
A malfunction was reported with a pump by the customer. The issue caused the customer's blood glucose level to exceed 500 mg/dl, with the specific value unspecified but displaying as "high." To address the high blood glucose, the customer used a correction injection via mdi pens with assistance from their healthcare provider. Technical support provided pump reset information, assisted in resetting the pump, and decided to replace it after the malfunction code recurred. The caller was given instructions on returning the faulty pump, and a replacement pump was sent to them.